Event description:
It was reported that during follow-up, a stored episodes of lead noise was observed. The noise was unable to be reproduced. Patient was in good condition and will continue to be monitored.

Manufacturer narrative:
.